Event description:
It was reported that during an unk procedure, when the device was in use, the silver handpiece was hot, which made the instrument alarmingly hot. It was also observed that the blue lead/cord was also alarmingly hot. The case was completed using cut, clamp technique (cct) and diathermy. There was no adverse patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.